Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient reportedly could not be weaned from extracorporeal membrane oxygenation support and was therefore implanted with a left ventricular assist device (lvad) on (B)(6) 2016. During implant, the surgeon reported findings of thrombus that was fixed on the inside wall of the left ventricle. The thrombus was left in place as it was determined that it was not possible to remove it without damaging the ventricle wall. Approximately 4 months post-implant, on an unspecified date, the pump power and estimated flow values increased. The patient¿s lactate dehydrogenase was elevated and an echocardiogram showed a dilated left ventricle, an opening aortic valve, and mitral regurgitation. The patient¿s clinicians suspected that a part of the thrombus in the left ventricle was ingested by the pump. The patient was reported to be hyperimmunized and therefore was not a candidate for heart transplant. The patient subsequently expired on (B)(6) 2017 due to heart failure. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined. The pump was not returned for evaluation; therefore, thrombus within the device could not be confirmed. It was reported that thrombus was present on the interior wall of the left ventricle prior to the pump being implanted. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.